Event description:
It was reported that the patient received an inappropriate therapy due to t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.